Event description:
It was reported on 2024, patient had peri-implantitis at tooth sites 44, 46 and 47 and implants had to be removed. Edema and inflammation were reported as a result of the event.

Manufacturer narrative:
Zimvie complaint number (B)(4) d4: unique identifier (UDI) number not available d10. Concomitant medical products impl swissplus octagon 4. 1mm 14mm, opb14 lot 61866683 and impl swissplus octagon 4. 1mm 12mm, opb12, lot number 61694351. G4: premarket identification k002188 h6: event problem codes ¿ patient code: 1932 inflammation. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.